Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device was dropped, resulting in a cracked screen, while blood glucose levels remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or therapy. Investigation included review of user report and return logistics. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of functional alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage.